Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer went to the emergency room (ER) with an elevated blood glucose (bg) level, value was not provided. Reportedly, the customer was using fiasp insulin with the pump. Customer attempted to self treat via manual dose injection, however; was treated intravenously with fluid of saline and insulin, and given pain and nausea medication at the ER. Customer was released from the ER the same day with no permanent damage. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. It was also reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue.